Manufacturer narrative:
The initial MDR 2432235-2017-00038 was filed on january 16, 2017. Additional information (01/30/2017): upon further investigation, a siemens technical operation specialist determined that the customer cannot process samples for direct high density lipoprotein (d-hdl) with the mislabeled advia chemistry calcium_2 (ca_2)reagent. If the customer is not alerted to the issue by the system errors when the mislabeled container is scanned, the system will force the operator to recalibrate d-hdl with the mislabeled ca_2 wedge. The calibration will fail which will prevent the customer from processing samples for d-hdl.

Manufacturer narrative:
A siemens headquarters support center specialist reviewed the information provided by the customer and determined that the barcode label of ca_2 reagent contains the test designation of direct high density lipoprotein cholesterol instead of ca_2. The name of the assay and the reagent wedge contents were consistent with the ca_2 reagent. The customer identified the issue and used the reagent pack to correctly run ca_2 analysis on the patient samples. No further evaluation of device is required.

Event description:
The customer of an advia chemistry calcium_2 reagents (ca_2) contacted a siemens customer care center (ccc) specialist and reported that they received four vials of reagent wedges with incorrect barcodes for ca_2 lot # 386233. The barcode used was for direct high density lipoprotein cholesterol. The name of the reagent on the wedge was correct but that on the barcode was not. As the customer noticed the error, they used the wedge for ca_2 analysis. There are no known reports of any impact on patient samples.